Manufacturer narrative:
Investigation summary: review of device history and complaint records did not reveal a known device problem. No device was returned, so no evaluation could be performed on the actual device. Therefore manufacturer is unable to confirm the reported product problem.

Event description:
User inserted catheter per monti without difficulty, drained bladder, but then was unable to remove the catheter. User was brought to emergency room where a physician successfully removed the intact catheter. User experienced pain and bleeding during removal. User's parent reported that after removal the tip alongside where the holes are located was split. The problem catheter was discarded so manufacturer evaluation was not possible. It was reported that child is not in the habit of examining catheter prior to placement. User has recovered and has catheterized without problem since the incident.